Event description:
Healthcare professional reported through clinical study that the pt expired 4 days post implant due to coronary dissection and extensive myocardial infarction. The md stated cause of death was coronary artery disease and was not valve related. The valve was explanted at autopsy but not returned for analysis however, a pathology report was sent to the MFR.